Event description:
It was reported that bd insulin syringe with the bd ultra-fine¿ needle shields were difficult to remove and the needle assembly separates. This was discovered during use. The following information was provided by the initial reporter: material no: 328468 batch no: 0022157. It was reported that shields were difficult to remove and needle assemble separates. Consumer reported - finding shields hard to remove from syringe. Consumer reported - finding the same syringes with hard to remove shields - when able to remove the shield the needle assemble goes with it from this box found about 6-7 syringes. Has 3 to send back. Consumer noted she was on vacation last week and short on supply. Her husband was able to remove the needle assembly from shield so she could use these 3 syringes that she is returning.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 7/13/2020. H.6. Investigation: customer returned seven (7) 0.5ml bd insulin syringes from an open polybag from lot 0022157. Consumer reported finding shields hard to remove from syringe and when able to remove the shield the needle assemble goes with it. The seven returned syringes were examined, and it was observed that four of the syringes exhibited a needle hub/shield assembly separated from the syringe barrel; no damage to the barrel tips was observed. The other three syringes were tested to determine the shield removal force (specs: shield removal force for 0.5 ml syringe after sterilization is 0.85 to 5.95lbs) and the following was observed: sample number shield removal force (lbs) sample 1 4.30. Sample 2 3.26. Sample 3 4.53. These three tested syringes tested within specification. A review of the device history record was completed for batch# 0022157. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200862422] noted that did not pertain to the complaint. There was one (1) notification [200862100] noted for cracked hubs. Process summary: automatic syringe assembly machine, which feeds 0.5ml, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Root cause: l2l dispatch #86722 was created for air jet out of adjustment. Corrective action: the air jet as adjusted. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd insulin syringe with the bd ultra-fine¿ needle shields were difficult to remove and the needle assembly separates. This was discovered during use. The following information was provided by the initial reporter: material no: 328468 batch no: 0022157. It was reported that shields were difficult to remove and needle assemble separates. Consumer reported - finding shields hard to remove from syringe. Consumer reported - finding the same syringes with hard to remove shields - when able to remove the shield the needle assemble goes with it from this box found about 6-7 syringes. Has 3 to send back. Consumer noted she was on vacation last week and short on supply. Her husband was able to remove the needle assembly from shield so she could use these 3 syringes that she is returning.